Event description:
Asr resurfacing revision. Reason for revision - femoral neck fracture within 3 months of surgery. Comments from (B)(6) email , dated (B)(4) 2012 - there has been a development in that court proceedings were recently served on the health service executive, the hospital - (B)(6), and the surgeon - (B)(6), but not depuy. In the claim there are very detailed and specific particulars of wrong and negligence alleged as against each of the named defendants. In the particulars of injury reference is made to the initial surgery on (B)(6) 2006, in which the claimant was implanted with an asr right hip articular surface replacement. At a post operative review on (B)(6) 2006, the claimant who was still in pain, underwent an x-ray which apparently revealed a slight or hairline fracture (see below comments re date of x-rays post surgery), but the surgeon said that there was nothing to worry about and it would be checked the following year. The claim states that the claimant was contacted in (B)(6) 2010 as a consequence of the asr recall (not the fracture). An x-ray was performed on (B)(6) 2010 and the claimant was informed that the angle of implant was wrong and that a full replacement was required. Revision surgery took place on (B)(6) 2011. There is some confusion in the allegations of negligence etc refer to an x-ray taken on (B)(6) 2007 which revealed a fracture (rather than an x-ray on (B)(6) 2006). It is possible that there were two follow up appointments at which x-rays were taken revealing a fracture i.e. In (B)(6) 2006 and 2007 but this is not clear.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed